Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. In one incident, the customer reported that the insulin pump indicated high blood glucose levels of 135 mg/dl when in fact it was low blood glucose levels of 45 mg/dl. The customer also reported having rashes from a previous sensor for the insulin pump. No additional information was provided.